Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. Several attempts to perform a download were unsuccessful.